Event description:
It was later reported that while a patient was hospitalized, her generator was stabbed by nurses as they thought it was a port. The device was later evaluated and reported to be not responding. The patient was referred for a replacement as high lead impedance was seen on system diagnostic test. When the patient was later seen by a neurosurgeon, high lead impedance was not seen. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
D5. Operator of device, initial report: inadvertently left section blank.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. (B)(4).

Event description:
It was reported that patient had something fall on her chest and it hit the generator. The patient had an x-ray done and it showed that the generator and leads were intact. The generator was reported to be shifted. The physician will be moving the generator back in place. The lead impedance was reported to be good. Further information received reports that intervention was due to device not functioning properly in its position. No other relevant information has been received to date.